Event description:
It was reported that the patient experienced chest pain, atrial fibrillation (af) and pleural effusion. It was also reported that th e right atrial (ra) lead exhibited possible perforation. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.